Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of low blood glucose levels of 49 mg/dl and high blood glucose levels of 489 mg/dl. The customer was treated lows with juice and high's with pump. Customer's blood glucose value was 312, 298, 283, 266 and 97 mg/dl. Customer also stated that she got a no delivery alarm yesterday. The customer declined to troubleshoot for high and low blood glucose levels. The insulin pump will not be returned for analysis.